Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: sample received consist in one (1) cassette product from part number 21-7301-24. Sample was received in used conditions without its original packaging, decontaminated inside in a plastic bag. Visual inspection results: sample was received without damaged, without white cap and without blue clip. Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus [cal. ID; (B)(4). Due date: (B)(6) 2022] to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. No fault found with the device. The cause of the reported problem could not be determined.

Event description:
It was reported that the pump's "no disposable detected" alarm got triggered after starting infusion. No clinical consequences observed.